Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report, and CAPA. No ncs nor capas were identified in veeva. There were several complaints against this lot identified with the same failure mode. An investigation into this lot will be executed.

Event description:
According to the available information, while tensioning, the suture pulled from the anchor. Also, the static suture broke free from the mesh leaving both anchors in place. Patient was not harmed. A new altis sling was opened to finish the procedure.